Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical used were observed. Slight evidence of blood was observed in the delivery tube and on the seal and tension spring assembly. The delivery device was returned inside the loading device. The seal and tension spring assembly were returned outside the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. Measurements were unable to be taken; the inner delivery tube contained a small amount of dried blood. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was left in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. The surgical time was extended for five minutes. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was left in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. The surgical time was extended for five minutes. The hospital did not report any patient effects.